Event description:
It was reported that an ilet would not power on unless placed on a charger, with a blue circle appearing and fading, and it shut off immediately when removed; the user had been charging with an off-label magnetic phone charger and was advised to use the provided ilet charging pad, and a replacement ilet, charger, and case were issued while the user switched to mdi; the event is consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.